Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the polaris adjustment screwdriver fractured off into the screw hole when trying to remove the iliac screw. The fractured tip remained in the screw hole of the screw and could not be removed. The screw head was removed with a hospital-owned screw removal kit. There were no patient impacts.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided. A device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the bone growing around the screws and hardening to the point that the screw was unable to be removed. DHR review: DHR review was unable to be performed as lot number is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of the polaris adjustment screwdriver fractured off into the screw hole when trying to remove the iliac screw. The fractured tip remained in the screw hole of the screw and could not be removed. The screw head was removed with a hospital-owned screw removal kit. There were no patient impacts.